Event description:
Customer reporter device generated a result prior to dosing of the test strip. Device result = 377 pr 387 mg/dl. Customer ejected strip and retested. No treatment. A request was made for return product and replacement product was sent.